Manufacturer narrative:
Exact date unknown, event occured about a year ago.

Event description:
It was reported that the patients ipg was not getting any charge. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.